Manufacturer narrative:
This event was initially received on (B)(6) 2016; however, the product analysis performed on (B)(6) 2016 revealed procedure related coil damage. The complaint met criteria for MDR reportability on (B)(6) 2016 when the analysis was completed. (B)(4). Conclusion: the presidio was returned for analysis. Located 2.0 centimeters off the proximal end of the resheathing tool, the core wire had been bent. Located 63.0 centimeters off the distal tip of the green introducer, the core wire protruded outside the sheath. As viewed through the introducer sheath, it was found that the coil¿s socket ring was pushed down inside the outer sheath (angle ring section) which caused a loss of concentricity between the distal tip of the device positioning unit (dpu) and the proximal end of the coil. It also caused the articulating junction to be in a fixed state. Unreported damage of the entire coil having buckling and stretching damage was found. The distal tip of the green introducer had been damaged by the coil. The distal section of the coil has been damaged by being lodged into the distal tip of the green introducer at the kinked section adjacent to the ball tip. A quick retraction by the end user during coil removal most likely caused the coil stretching. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with a portion of the sheath protruding through the proximal end of the fracture. The damaged edges have been raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be advanced through the microcatheter was confirmed. The most likely root cause of the coil advancement difficulty through the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the core wire to protrude outside the sheath, pushed the coil¿s socket ring down inside the outer sheath, and produced a portion of the coil damage found. In this condition the coil cannot be advanced in the microcatheter or resheathed. In addition, during coil removal a quick retraction of the coil into the introducer sheath caused the distal section of the coil to become lodged into the distal tip of the green introducer which caused the entire coil to stretch. A slow retraction should always be performed to avoid lodging the coil into the distal tip of the green introducer and stretching the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during coil embolization of a basilar artery apex aneurysm, a presidio coil ((B)(4)) could not be advanced through the sl-10 microcatheter, and during product analysis, it was found that the coil was damaged. This was the first coil used. The device was withdrawn from the microcatheter and another coil was used with the same microcatheter to complete the procedure. A continuous flush had been maintained through the microcatheter and the microcatheter did not appear damaged. It was reported that the coil did not appear damaged (kinked, fractured, stretched or prematurely detached); however, there was evidence of procedure related coil damage found during product analysis. There was no report of patient injury and no clinically significant delay in the procedure.